Event description:
It was reported there were high atrial thresholds and intermittent atrial capture one day post implant of the lead. The lead was explanted. During implant of the replacement lead, when the lead was connected to the device but prior to the device being implanted in the pocket, oversensing lead noise and occasional undersensing was observed. The noise occurred while the lead was connected to the analyzer and also when connected to the device. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.